Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d9, h6 and h10. The device history record was unable to be reviewed as there was only a 3-digit lot number that was provided. As a result, the manufacturing date was unable to be confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the connecting tube could not be connected due to detachment of the lock lever by external stress. As a cause of the external stress, the user may have applied force toward incorrect direction. A final root cause was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device manufacturer date: the device was manufactured in october 2020 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was sent to olympus for evaluation. Inspection and testing found one side of the grey lock lever and metal clip were detached and missing from the reprocessor blue plastic connector side due to irregularity/breakage of the connecting tube. The missing/detached metal clip and lock lever were not returned for evaluation. In addition, there were scratches on the metal connector, blue connector, and outside of the tube, and white spots inside the tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was broken upon initial use and could not be connected to the channel connector in the reprocessing basin. There was no procedural impact or patient harm associated with the event.